Event description:
The customer reported that the system booted up completely and did not make x-rays. Also the system will not move up or down.

Manufacturer narrative:
(B) (4). The ge svc rep found the system mainframe was not booting up completely and would freeze in random locations. The workstation would not boot up completely. He replaced the tech processor and the system began to boot intermittently. He also replaced the ps2 on the mainframe. The system operates as intended. (B) (4)